Event description:
This report summarizes 2 malfunction event. The customer reported two events of unintended movment of a dx-d 100 system. The customer described the system drove into a wall and was shut down by the user. After the system was rebooted the dx-d 100 again experienced an unintended movement and drove into the wall. Agfa service responded onsite and confirmed the deadman bar was physically broken. The broken bar allowed the microswitch to be coated in sticky material, causing a delayed opening of the microswitch. Agfa service replaced the broken deadman bar, replaced the dmc board, and later replaced the system handgrips, which may have been damaged due to overuse. The system was tested and is performing as intended and no additional events have been reported. There was no reported harm to patients or users and there are no additional actions for these events.